Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that implantable pulse generator (ipg) was unable to establish communication due to the device not being charged. The charger was unable to locate the ipg. The device was explanted, and a new device was implanted as a result to resolve the issue. Effective stimulation was established post procedure. Patient was stable.